Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the unit was found to be working in only one direction, the electronic control unit's black wire insulation was damaged, internal components were corroded and the motor was worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a suplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the battery reamer device reverse was not functioning. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.